Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a cracked battery compartment. This report is made based on the results of an investigation completed on 06/09/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 06/09/2015 with the following findings: battery compartment cracked below bumper pad. Pump was open to investigate, the internal battery was leaking. The black box verified the pump time, date reset to default after power on reset, which was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).